Event description:
For b3, the event occurred in 8/97. After a rotoblator procedure the physician attempted to advance the wiktor stent delivery system over the rotoblator guide wire to the target lesion. The wire did not provide enough support and the stent had to be deployed proximal to the target lesion. Another guide wire was used and a second wiktor stent was implanted at the target lesion. No pt complications occurred.